Event description:
The account alleges the black tip portion of the catheter came apart from the purple catheter body in a patient. The portion that broke off was able to be retrieved from the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause is attributed to the user. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.